Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# unknown implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the controller was giving several error messages (the patient didn't write them down) regarding software issues, and the antenna was getting really hot. The healthcare provider (hcp) said to replace both. Troubleshooting efforts were unsuccessful. A replacement controller and recharging system were sent to the patient. No patient complications have been reported as a result of this event. Additional information was received. It was reported that the heating was during the recharging session. The patient first went to the hospital, where they checked the devices.